Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose due to the infusion set detaching at the quick release. Blood glucose at the time of the incident was 394 mg/dl which was treated with the insulin pump. Troubleshooting was declined. The customer then reported experiencing low blood glucose of 54 mg/dl. The customer treated with food. Troubleshooting was declined. The insulin pump will not be returned for analysis.